Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9962; pgcbdhb0 number, and no non-conformances were identified. Device evaluation summary: ten unopened samples of product code w9962, lot pgcbdhb0 were returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2020-00054. Analysis results have been included in reports for each.

Event description:
It was reported that the patient underwent a natural birth procedure on (B)(6) 2019 and suture was used. The suture broke when sewing in a natural birth surgery. Changed another one from a different lot to complete the surgery. It was thought that suture of this lot had poorer tension than that of the previous ones, and suture of this lot will broke easily with normal strength to draw and sew. No additional information could be provided. There was no adverse patient consequence reported.